Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('has embedded essure coil at proximal portion of the tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. D18863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2016, lower abdominal tenderness, adnexa uteri cyst, cystitis interstitial, uti, cervix inflammation, gravida ii, para, asthma, developmental hip dysplasia, migraine, endometriosis, cystitis interstitial and loop electrosurgical excision procedure. Concurrent conditions included vaginitis, bacterial vaginosis, fibrocystic breast disease, nephrolithiasis, multiple sclerosis, anemia, generalized anxiety disorder, cramp in lower abdomen, abdominal pain and vaginal discharge abnormality. Concomitant products included codeine, oxybutynin, paracetamol (acetaminophen), pentosan polysulfate sodium (elmiron), promethazine, salbutamol and valaciclovir (valacyclovir). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, infection, urinary tract disorder and dyspareunia outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound ovary- on (B)(6) 2018: ruptured right ovarian cyst. Left paraovarian cyst. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('has embedded essure coil at proximal portion of the tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. D18863-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2016, lower abdominal tenderness, adnexa uteri cyst, cystitis interstitial, uti, cervix inflammation, gravida ii, parity 2, asthma, developmental hip dysplasia, migraine, endometriosis, cystitis interstitial and loop electrosurgical excision procedure. Concurrent conditions included vaginitis, bacterial vaginosis, fibrocystic breast disease, nephrolithiasis, multiple sclerosis, anemia, generalized anxiety disorder, cramp in lower abdomen, abdominal pain and vaginal discharge abnormality. Concomitant products included codeine;paracetamol (acetaminophen;codeine), codeine;paracetamol (acetaminophen;codeine), oxybutynin, pentosan polysulfate sodium (elmiron), promethazine, salbutamol and valaciclovir (valacyclovir). On 20-apr-2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, infection, urinary tract disorder and dyspareunia outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound ovary - on (B)(6) 2018: ruptured right ovarian cyst. Left paraovarian cyst. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record :embedded device. Lot number d18863 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.